Event description:
Caller reported a cartridge alarm 20 and past cartridge alarms with consecutive cartridges, but not exceeding blood glucose levels of 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, and the customer will continue using the current pump until the replacement arrives. Cts advised on using the new pump with updated software and gave instructions for returning the faulty pump.